Event description:
Customer called to report a pressure dome leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer reported seeing a blood leak at the pressure dome during treatment, and no error code was posted from instrument. Customer will not return product for investigation.

Manufacturer narrative:
Batch record review of lot b110 was conducted. There were no non conformances related to this event type. Lot met release requirements. Complaint low review conducted and no additional complaints for centrifuge blood leak were reported to date for this lot. No trends detected. The assessment is based on information available at the time of the investigation. No product return was received by the customer for investigation. The root cause for this complaint cannot be determined based solely on the information provided by the customer. (B)(4).